Manufacturer narrative:
Continuation of d10: product ID: afr-00001 (0013245279); product type: 0609-catheter product ID: non-medtronic product, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an intermittent high temperature display of the p3 electrode occurred after intracardiac insertion. The catheter was replaced. The proximal electrode also displayed a high temperature. The catheter was replaced again which resolved the issue. While mapping the left atrium the patient experienced a drop in blood pressure and a pericardial effusion was identified. The patient was referred to surgery. It was also reported that there was a 5mm hold in the left atrial appendage. It was surmised that the perforation likely occurred with another manufacturer's sheath after the transseptal puncture. No further patient complications have been reported as a result of this event.